Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc. Additional information. D4. Additional device information. D9. Returned to manufacturer. H3. Device evaluated by manufacturer. H6. Codes updated. Investigation: upon visual inspection of the equipment, we observed natural signs of usage. The analysis of the operational history was conducted based on the information received from the customer for the date of july 20, 2023. However, no usage record was found on that date. We did verify that the last user programming occurred on (B)(6), 2023. On that occasion, the user programmed a flow rate of 12 ml/h for a duration of 30 minutes. The infusion started at 02:07:47 and was completed by the user at 03:11:36. The total infusion time was 1 hour, 3 minutes, and 49 seconds, with a total volume of 11.62 ml. The infusion result was consistent with the user's actions. The equipment underwent functional infusion performance testing. A volume of 6 ml of solution was programmed to be infused at a flow rate of 12 ml/h. The test results demonstrated that the equipment functioned adequately and precisely according to its technical specifications, with no deviation in infusion, thus not confirming the complaint. All information has been recorded in a global customer complaint database and will be used for trend analysis.

Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility information by bbm sales organization in brazil: "over infusion / operating unit" according to the customer: " customer reported that there was an advance of 2 hours of infusion."